Event description:
It was reported that during a hip procedure, inaccurate values from the hip software for the leg length and for the offset were noticed by the surgeon. The procedure was completed successfully without a delay. The final assessment of the leg length was performed with a circumduction of the femur in a circular motion in accordance with the software. No impact to the patient, no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event could not be duplicated and no device failures could be found. During the evaluation, all instruments including the system were found to be functioning properly and two sawbone cases were performed accurately.

Event description:
It was reported that during a hip procedure, inaccurate values from the hip software for the leg length and for the offset were noticed by the surgeon. The procedure was completed successfully without a delay. The final assessment of the leg length was performed with a circumduction of the femur in a circular motion in accordance with the software. No impact to the patient, no adverse consequences or medical intervention were reported.